Event description:
It was reported that the patient presented with syncope. Device interrogation revealed oversensing due to noise on the right atrial (ra) lead. On (B)(6) 2021, the physician elected to cap and replace the ra lead. The patient condition was stable before, during, and afterwards.